Event description:
Insulin needle broke during administration leaving needle in pen after it was removed. Insulin needle primed as normal but when pressed on pt arm there was a crunching feeling, it was then difficult to depress plunger. When insulin needle was unscrewed, the needle remained behind in pen. Alerted team. No harm to patient or staff noted.